Manufacturer narrative:
Initial report (ref natus complaint (B)(4)). Caller reports otocam got hot and cable broke, potentially melted. No injuries reported. Customer has been advised to return the device for evaluation. Customer has refused to return the device. Risk management file review (product and event): the current risk file doc-037003 rev 09 - 1076 otocam 300 - risk analysis hazard ID 5.14. Identifies this issue. Harm - negative effect on functionality, inability to function. Cause- inadequate design. Accidental damage, mishandling. Severity- marginal (3). Risk level- minor (9). This complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Device got very hot and today when bending the cable, it broke. It's like it melted. No user or patient injuries reported. Device requested for return on two occasions. Customer refuses to return device. Customer is strongly advised not to use the device if it is becoming hot.

Manufacturer narrative:
Initial report (ref natus complaint (B)(4). Caller reports otocam got hot and cable broke, potentially melted no injuries reported customer has been advised to return the device for evaluation.

Event description:
Device got very hot and today when bending the cable, it broke. It's like it melted no user or patient injuries reported device requested for return.